Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 534 mg/dl. Customer's other blood glucose value was 349 mg/dl. The customer was treated with insulin pump. Customer declined trouble shoot for high blood glucose. Customer had problems with the reservoir set. When pulling the plunger down with getting the insulin inside the reservoir, when unscrewing the plunger everything spills out. Customer also reported reservoir leaking. The insulin pump not expected to be returned for analysis and reservoir returned for analysis.